Manufacturer narrative:
The investigation for the positioning issue has been completed. Data logs were reviewed and positioning issues were confirmed. There is no other information provided as to what lead to pump getting out of position and how was it tried to resolved. Therefore, the root cause of the positioning issue was not determined since insufficient clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an implanted impella cp pump triggered an impella in aorta alarm during patient support. Attempts to reposition the pump failed and the decision was ultimately made to replace the device. There was no patient harm.